Manufacturer narrative:
It was reported that the patient underwent cystoscopy, urethrolysis, and take down of sling on (B)(6) 2003 due to voiding dysfunction. It was reported that the patient underwent cystoscopy, right ureteral stent exchange, retrograde pyelogram, removal of mesh from urethra, and urethral reconstruction on (B)(6) 2012 due to sui, urethral foreign body, right hydrouretheronephrosis with upj obstruction and pelvic pain along with uti. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 1/12/2016, it was reported that patient underwent cystoscopy, right ureteral stent exchange, right retrograde pyelogram, excision of urethral mesh and urethral reconstruction on (B)(6) 2012 due to sui, urethral foreign body right hydroureteronephrosis with upj obstruction and pelvic pain along with uti. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and an unknown was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.